Event description:
Luer lock set was changed from 54 inch to 60 inch. This was no problem; but the luer lock was changed also and now does not fit the epidural catheters. This is a problem during emergency c-sections. Facility had to switch companies.